Manufacturer narrative:
Additional information: additional information was received and it was indicated that the lens had imperfections. Section d10: device available for evaluation: yes. Section d10: returned to manufacturer on: (B)(6)2020. Section h3: device returned to manufacturer: yes. Device evaluation: the product was returned. Visual inspection under magnification revealed that the lens was received cut in pieces, which is consistent with a lens that was handled during explant. The lens was cleaned, and no inclusions were observed. Based on the returned condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. A search in complaint system revealed no other complaints were received for this production order number. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. H3 other text : placeholder

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Gender/sex: unknown, information not provided. If implanted, give date: not applicable, as lens was removed/replaced in the initial surgery. If explanted, give date: not applicable, as lens was removed/replaced in the initial surgery. All pertinent information available to johnson and johnson surgical vision has been submitted.

Event description:
It was reported that there were anterior deposits on lens observed while inserting lens into the patient's right eye. The lens was removed and replaced with another lens of the same model and diopter in the same surgical procedure. There was no incision enlargement required. No further information provided.